Event description:
A customer reported a loss of monitoring at the cic (central station) due to a network failure. Reportedly, the customer found multiple mc switches that were powered down. The customer was instructed to recycle power on the switches, which reportedly resolved the issue.

Manufacturer narrative:
Ge healthcare requested additional information for investigation, however, no information was received. Based upon the information provided in the initial complaint, it is suspected that the issue was caused by a fluctuation of the power that the switches were connected to. It is unknown whether the switches were connected to a ups (uninterruptible power supply). No additional investigation can be done at this time.